Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller originally stated that the inform meter causes the bases to flash when it is docked. Meter was returned and failed the repair process. Upon review by the first level investigation unit, the meter was found to show signs of an electrical short. The 3rd and 4th connector pins on the meter were blackened, and the plastic was melted at the bottom of the meter. No adverse event reported. Requested return of suspect device and replacement was sent.